Event description:
Manufacturer received a report of a scooter acting erratically. This allegedly resulted in a bone in the user's foot moving, eventually leading to amputation of his foot. The user has a long history of diabetes and circulatory problems.